Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has decreased urine flow since at least day shift, increased bun/cr (normal ratio), started on lasix drip for low urine output. Day shift rn endorsed to nights that foley was "positional" and with inconsistent flow. Similar flow noted on nights; bladder scan performed and patient found to have 500 cc in bladder despite presence of foley. Foley noted to have an incredibly frayed temp probe cord inside the foley tubing.